Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they had received questionable ise indirect na for gen.2 (sodium) results for multiple patient samples on the cobas integra 400 plus. Of the data provided two samples had an erroneous result that were not reported outside the laboratory. For sample 1 the initial sodium result was 126 mmol/l and the repeat result was 140 mmol/l. For sample 2 the initial sodium result was 124 mmol/l and the repeat result was 142 mmol/l. There was no allegation of an adverse event. The sodium electrode lot number and expiration date was requested but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.